Event description:
It was reported that an ilet user experienced severe hyperglycemia with a fingerstick blood glucose of 600 mg/dl after a missed meal announcement, with a subsequent episode over 400 mg/dl the prior day; the user wears a cannula-driven infusion set on the abdomen and did not change supplies, and glucose later trended down into range without intervention. Symptoms included thirst consistent with hyperglycemia. Outcomes included no hospitalization and no medical or surgical intervention beyond routine monitoring. Customer care provided support that include investigation of information provided, troubleshooting and education focused on proper pump use and the importance of timely meal announcements, with additional training arranged. Investigation of this case revealed user-related use error associated with a missed meal announcement, without evidence of infusion set or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to therapy management and meal announcement practices.

Manufacturer narrative:
Initial.